Event description:
It was reported that a pt rec'd a minor burn to their lower lip during a wisdom tooth extraction. Neosporin was applied and the pt has since healed, and no add'l treatment is expected.

Manufacturer narrative:
The device was returned to the MFR for eval. The alleged condition could not be duplicated. Routine maintenance was performed and the handpiece was returned to the customer.